Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specifications. The device passed self-test. However, device alarmed pump error 38 during rewind due to corroded motor home switch. Pump error 4 and 53 found in the pump history due to software error. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed multiple pump errors. The alarms did not occur during the prime/rewind process. The customer's blood glucose was 8.5 mmol/l at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.